Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, uterine prolapse, grade 2 cystocele, grade 2 rectocele, possible bilateral paravaginal defects, with urethral hypomobility, remove norplant, right upper leg varicosities and mesh was implanted. It was reported that the patient had a concurrent procedure of a surgery to remove hemorrhoids preceded implant. Tvh, anterior/posterior repair, suburethral sling, paravaginal repair performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent revision of vaginal incision and restructuring of vaginal epithelium, trimming of tension free vaginal tape on (B)(6) 2001 due to erosion and dyspareunia. It was reported that the patient underwent a revision in (B)(6) 2001; no further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).